Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) incomplete. The expiration date is not currently available. Investigation summary: the device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. Further, a review into depuy synthes mitek complaints system revealed no complaints of any kind for this lot number with the product code. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic bankart repair, it was observed that the gryphon br w/ proknot device was torn. The surgery was finished with a 10-minute delay though it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was harm to the patient. There was a delay in the surgical procedure. It was not reported how the surgery was completed or if a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.